Event description:
It was reported that the board is corroded. The display does not work correctly. Will not engage in pt monitoring. The case is also cracked. No further info available. The unit had an issue with the led lights on the display. The center segments did not light up at all. The three bottom segments did light up, and they were flickering erratically. There was no pt involvement.

Manufacturer narrative:
The returned device was evaluated. During eval, the unit would not turn on due to corrosion on the system board and ms-11 board. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.